Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: it was reported on (B)(6) 2014 that the pressure setting of the valve could not be changed. The device was implanted via v-p shunt about 10 years ago. Doi and the initial setting pressure were unknown. When the pressure setting was changed due to MRI, the surgeon could not change to the original setting. The pressure could not be changed even by neodymium and the revision surgery was conducted on (B)(6) 2014. The device was replaced to 82-3100 via v-p shunt.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 150mmh2o. The valve was visually inspected, it was noted that a portion of the catheter was calcified, as requested by the customer, photos were taken and the catheter was cut in the middle of the calcified portion and more photos were taken. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was reflux tested and passed the test. The valve was retested for programming, and failed the test again. The valve was then pressure tested at 150mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.